Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional patient/event details have been requested. However, no additional information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a foley catheter that had been in place for 2 days and could not be removed because the balloon could not be deflated. The catheter was subsequently removed by inserting a spinal guidewire through the patient's urethra to deflate the balloon. They went on to report patient experienced pain during the procedure that required the use of (unknown) pain medication. They further reported that a month after catheter removal, a scope to be used to determine if any pieces of the balloon were left in the bladder. The results of the scoping procedure were not provided.

Manufacturer narrative:
Additional information received: a quality investigation was performed. No samples were returned, but a batch review was performed on the lot number provided and there were no signs of non-deflation detected during the inspection. Review of the in-process functional test report did not reveal any sign of such defect during the functional test. The samples taken from the manufacturing lot met the specification when subjected to the functional tests. No previous investigations are available. There is not enough information to conclude the product did not meet specifications and perform as intended. Product monitoring reviews will continue to monitor trends if this issue were to reoccur. No further actions are required and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Additional information received: a quality investigation was performed. No samples were returned, but a batch review was performed on the lot number provided and there were no signs of non-deflation detected during the inspection. Review of the in-process functional test report did not reveal any sign of such defect during the functional test. The samples taken from the manufacturing lot met the specification when subjected to the functional tests. No previous investigations are available. There was not enough information to conclude the product did not meet specifications and perform as intended. Product monitoring reviews will continue to monitor trends if this issue were to reoccur. No further actions are required and this complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4)